Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported burst implant and lumps around the breast, later found to be silicone. Side unknown. Device remains implanted.